Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis measuring 58cm. The reported event of helix mechanism issue was confirmed. Visual inspection found the helix to be retracted and clogged with dried blood. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. After cutting the lead and cleaning the distal portion, the helix could be extended and retracted by applying torque directly to the inner coil. The measured full helix length was within specification. The cause of helix mechanism issue was isolated to the helix being clogged with dried blood and over-torque of the inner coil. The reported event of r-wave sensing amplitude was not confirmed. Electrical testing did not find any indication of conductor fractures. The shorting between conductors was found due to inner coil being over-torqued at the connector region consistent with procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that during lead implant procedure, low r-wave sensing amplitude was observed on the right ventricular (rv) lead. The lead helix failed to extend after the physician repositioned the lead multiple times. The lead was not implanted and was replaced. The patient was stable.